Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the half height cubie drawer not detected on bus.As per part investigation, it was determined that fluid ingress on a circuit board. These conditions caused malfunctions in the "ASSY RETRACTOR DWR HH CUBIE" units (PN 353844-01), leading to contact between the internal copper conductors of the flat flex cables, resulting in thermal damage and loss of drawer functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 10-NOV-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of drawer failed and showing not detected on bus was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. According to WO (b)(4), the FSE reported that the drawer was completely dead. Replaced both drawer boards and the module controller board (T-board), as well as both retractor bands. Logged into Hardware Test Application (HTA), rebooted the Pyxis. Logged in Storage Space Configuration and addressed drawer position to 5 in the Auxiliary cabinet. Customer then logged in and tested by refilling meds ahead had on hand. During DCHU Visual Inspection: P/N 151622-01: S/N (b)(6): Received with signs of fluid ingress on component U402 and scrape marks on the back of the board. S/N (b)(6): Received with no signs of physical damage, fluid ingress or missing components. P/N 331392-01: A closer inspection was conducted using a stereo microscope, which revealed physical damage that caused the tearing of the connector J201. P/N 151630-01: A closer inspection was conducted using a stereo microscope, which revealed the physical damage that caused the cracking of the coil L501. P/N 353844-01: A closer inspection was conducted using a stereo microscope, which revealed thermal damage as overheating on the copper filaments when contacted with each other, on both flat flex cables. During DCHU Testing: P/N 151622-01: SN (b)(6) DMM testing read an out-of-range resistance measurement between TP505 - TP502, no further testing was performed. P/N 331392-01: Since physical damage was detected during inspection, no testing was performed. P/N 151630-01: Since physical damage was detected during inspection, no testing was performed. P/N 353844-01: Since thermal damage was detected during inspection, no testing was performed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the complaint was physical damage (broken components and surface scrapes) to PNs 331392-01, 151630-01 & 151622-01, combined with evidence of fluid ingress on a circuit board. These conditions caused malfunctions in the "ASSY RETRACTOR DWR HH CUBIE" units (PN 353844-01), leading to contact between the internal copper conductors of the flat flex cables, resulting in thermal damage and loss of drawer functionality.